Event description:
It was reported that when the doctor went to implant a deep brain stimulation lead he noticed the lead tip was bent. This happened with three leads. The doctor eventually completed the implant with a new, good lead.

Manufacturer narrative:
Stylet accessory model: unk, lot #: unk. Analysis of lead model 3389s-40, lot # v856678 and stylet model unk, lot # unk showed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.